Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 259 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. It was also reported that the site was bleeding and swollen. Treatment information was not provided.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts or drive stalls. The download data showed that the pod generated an 0x1c alarm, indicating the pod reached its expiration time. It was confirmed that the alarm was generated after the pod ran for its 80-hour limit of operation, upon which pod operation was automatically terminated. Inspection of the device found blood on the adhesive pad. The formed needle, soft cannula, and bottom housing were inspected for damages and deficiencies that could contribute to bleeding or swelling at the infusion site. No issues were found. The exact cause of the bleeding and swelling events could not be determined.